Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. The rectal temperature monitor stopped reading and the console shut down mid-case. The treatment was resumed and completed with this device. There were no patient complications, and the patient's condition was listed as "fine". Note: refer to manufacturer report # 3005099803-2009-02873 for a description of the related device.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation system was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.